Manufacturer narrative:
Continuation of d10: 620bg29 heart band implanted: (B)(6) 2020 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high, varying and intermittent impedances along with oversensing, undersensing, noise and variable and high thresholds. The ra lead was programmed 'off' and remains in the patient. No patient complications have been reported as a result of this event. It was further reported that the patient experienced implantable cardioverter defibrillator (ICD) warming since implant. Additionally, the ra lead exhibited a low impedance measurement. A revision procedure was performed and it was discovered that the ra lead was not secure in the ICD header, causing the ra lead issues. The ra lead was reseated in the ICD header and the setscrew was retightened. The ra lead and ICD remain in use.

Manufacturer narrative:
Explanation for h3 "no" - the save to disk clinical data review was determined to be not required because the reported complaint cannot be substantiated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.